Manufacturer narrative:
.

Event description:
The customer reported they require a quote - for a one off service; the battery is depleted and not recognized by device. There was no reported patient involvement/adverse patient impact.